Manufacturer narrative:
Analysis of the lead (va0gcs6) found all conductors to be broken and the lead was segmented near the distal end due to overstress damage. All circuits were shorted due to overstress damage.

Event description:
Additional information received from the healthcare provider (hcp) in response to follow-up reported that the patient first started experiencing the device not functioning around (B)(6) 2015. They experienced increased nocturia and a new onset of pain into the thighs. Abnormal impedances were found on (B)(6) 2015. An x-ray revealed distal lead migration. The cause had not been determined. The patient required an MRI of l5 and requested explant of the device. The electrode snapped during explant and a remnant of the electrode was left in place. Impedance for the 0/3 electrode pair was greater than 4000 ohms. A radiographic examination of the sacrum was noted to have no evidence for fracture. The tip of the wire was shown to project anterior to the left mid sacrum.

Manufacturer narrative:
(B)(4)

Event description:
The healthcare provider (hcp) reported a non-functioning device, with possible performance issue, was explanted along with the lead. Intra-operatively, during explantation, the lead broke and only a portion was removed. No information as to why device was non-functioning was provided. No patient injury noted. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome was provided with this event. Further follow up was conducted to obtain this information. If new information is received, a supplemental report will be submitted. Reference manufacturing report # 3004209178-2016-01786.

Manufacturer narrative:
Event date has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they never had therapeutic benefit that they were supposed to from the implant and had it explanted. The patient also reported a side effect, they were unable to have an orgasm since implant and since explant of the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.